Event description:
The complaint/event occurred on an unspecified date and involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. The customer reported that the filters were leaking. There was unknown patient involvement and no harm was reported as a result of this complaint/event. This reflects the first of two reports.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e additional contact: (B)(6).

Manufacturer narrative:
The customer returned one new list #142550489 primary plumset for complaint investigation. No visual damage or anomalies were noted. The returned sample was leak tested per product specification and no leaks were observed. The complaint of leaking filters was not confirmed on the retuned product. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 26feb2024.